Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during fill one. The hp stated that there was a leak coming from the connection between the heater line and the heater bag. The bags were properly connected. The technical service representative (tsr) assisted the hp in ending therapy. The tsr advised the hp to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.